Event description:
It was reported during pt use that the device failed to deliver defibrillation therapy three (3) times. The pt was resuscitated. No further info regarding the event was provided. The pt did not suffer any adverse effects from result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.